Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5086mri45, implantable pacing lead, implanted: (B)(6) 2012; product ID rvdr01, implantable pulse generator (ipg), implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in capture threshold. A lead revision took place and follow-up showed normal function. No patient complications have been reported as a result of this event.